Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor displayed "system computer needs service" message. The perfusionist elected to use an alternate device. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) was able to duplicate the event.